Event description:
The customer reported the ventilator alarmed due to oxygen not available during use on a patient. The customer reported there was no patient harm. If the ventilator discontinues oxygen support, it will continue to provide ventilatory support to the patient using an air gas source, however loss of the oxygen source can be detrimental to a patient. The manufacturer's service technician was able to duplicate the reported event. The service technician reported when the ventilator was connected to the wall oxygen source it was reading 16psi. The service technician reseated the oxygen hose to the wall o2 source and the o2 inlet read 50 psi. The service technician performed the reseating several times to ensure that the connector was fully seated. Performance verification testing was completed and tests passed. This is being reported due to user error as the o2 connector for the wall o2 source would not fully seat during use.